Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the pt is very unpleased about the recharge frequency and rate of battery depletion with the newly implanted intellis ins. Pt stated meeting with mdt rep for reprogramming but they made the situation worse. Pt then met with another mdt rep in arizona who worked with them for about an hour reprogramming the ins so that the pt could spend less time recharging the ins. Pt said the issue with the ins 97716 model is that the battery only lasts for 2 to 3 days and then everything is gone (patient services specialist (pss) was having a hard time understanding the pt). Pt commented that it then takes 2 hours or longer to recharge the ins. Pt said it isn't like the old battery which even though it was a little bigger (pt said they didn't mind this) it lasted for 5 days and only took an hour to recharge and now the new ins lasts only 2 days and takes 2 hours to recharge. Pt exclaimed they do not like it, it's worse and they would like to have the old one because this one is 10 times worse! Pt also mentioned that they had an ins that lasted a year, 2 years, 5 years and 9 years. Pss did not inquire further about previous implants as pt was escalated. Pt described having to increase the stimulation now for every activity they do, such as walking but they did not have to do this with the restore ins. Pt said they did not have to touch the settings (pt mentioned the setting was always at 7 for the restore) for the previous model the 9 years they had it. Pt said the upgrade was supposed to be about improvement but instead they do not like it or want it and it sucks! Pss documenting information given during call. The caller was redirected to their mdt rep for possible charging diagnostics report and reprogramming. Pt said they see dr. Bassin for ins therapy / device follow-up. No symptoms were reported. Pt had rec'd a replacement recharger (rtm) and caller says that pt charging more quickly then with the old rtm. Pt was previously having to charge for 3 hrs and getting poor and good coupling but now pt is getting excellent coupling and it's taking him around 2 hrs (caller provided example of it taking pt 53 or 48 minutes to charge up pt fully from starting charge level of ~50%. Pt doesn't tend to discharge his ins per caller when looking at the pt's recharge stats. Today, caller reprogrammed pt to lengthen time between recharge sessions so that today the estimate is 5 days between recharge sessions vs that being at 2 days with prior programming (per tablet estimate and pt also reported charging every 2-3 days, reported in this case). Caller will see how pt does with new programming and the recharge frequency. Tss reviewed that getting an mdt file, as mentioned by caller, wasn't necessary at this time since most of the recharging data was available on the diary info on tablet. The reason for call was pt reports this new ins is worse than his previous implants and wants to know why this is. Pt states he will set on 9.5v in a or b and next day cannot have on 9v and has to go to 12v because intensity drops. Pt states will have to go to 12v or 13v and has to charge again. Pt states night like the old one where had to charge once per week and now charging more frequently as well. Pt states he wants to know why he was better before and now he's not. Pt states everyone tells pt he has to call patient services. Troubleshooting was unable to be performed as pss offered to go through groups and programs already set on system. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp on the next steps as why this isn't helping the same as before. Pss did review might have to increase every so often and make changes, pt was very upset during call and kept stating the unit just sucks. Pt states he knows he has to charge every 2 days but not sure why the amplitude has to be changed. Pt states he met with a rep 2-3 months ago. Pt also mentioned all the replacements he's had which were all normal battery depletions. Pt also states having pain on corner where ins is and can hardly sit. Pt states he didn't have this with old inss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.